Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A surgeon reported an incomplete treatment on a patient's left eye. The laptop indicated that the treatment was completed 100% and automatically turned to the next page. The laser screen indicated that treatment was completed to 83%. The laptop and the laser were blocked due to discrepancy. The laser was turned off and back on to carry out the procedure with no further issues. Additional information was received from sales representative stating that treatment on laser screen was completed to 82% and that the laser commands of the laser were blocked due to contradiction between laptop and laser. New information was received. Additional treatment is likely to be needed in the future. There are two related reports for this laser. This report addresses a current patient and another manufacturer report will be filed for a patient that occurred five to six years ago.

Manufacturer narrative:
According to the logfiles, treatment was interrupted at 82% because pupil was not detected. Company tech support checked the system: when the progress bar on the computer showed the wrong percentage, the real progress was correctly stored in the logfiles and does not affect how long you hold down the pedal. The manufacturer internal reference number is: (B)(4).